Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were less responsive and the sometimes had to be pressed twice. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had cracks on the side and by the battery. The insulin was squirting during priming rather then a slow drip and was louder during the insulin pump rewind. The insulin pump had more frequent unexplained no delivery alerts. The device will not be returned for analysis.